Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented after receiving a cardioversion last week on (B)(6) 2015. At today's check the device showed an elective replacement indicator date of (B)(6) 2014 which is pre-implant. There was also an alert for end of service reached on the date of the cardioversion, (B)(6) 2015. After a device download, normal device function resumed. The patient was asymptomatic and would be followed normally.